Event description:
It was reported that the patient had a loss of stimulation starting "2-3 months ago" following several falls. The patient had most recently fallen on (B)(6) 2012. Reprogramming was suggested, as well as x-rays. Additional information was requested. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: 39565-65, serial# (B)(4), implanted: 2009 (B)(6), explanted: na. Recharger: 37752 serial# (B)(4). Programmer: 37743 serial# (B)(4). (B)(4).